Event description:
The doctor states that the screw snapped in the pt. Revision surgery was necessary to retrieve. Initial reporter informed the co that this breakage was noticed on x-rays the next day. Surgery was done to retrieve the entire part. Post operative x-rays taken in 1999.